Event description:
During manual attempt by the cardiac physician to remove the introducer from pt's left femoral artery (approx hip region), the proximal half stretched at the white tubing section and tore off. The distal portion remained in pt's artery. The distal portion of introducer was removed later the same day; via the vascular surgeon in the surgery dept.